Manufacturer narrative:
Device evaluation the device was not returned to the manufacturer for evaluation. Visual evaluation could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. The complaint history search revealed no similar complaints for this production order number has been received. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after implantation of zxr00 24.5 diopter intraocular lens (iol) the patient was not satisfied with the post-op results. The patient was unhappy with quality of her distance vision, halos, glare and contrast. The lens was explanted from the patient's right eye and replaced with zcb00 iol with the same diopter. There was no incision enlargement or vitrectomy required. Patient was happy with her distance vision post op and no complications were reported. Patient was treated with besivance, prolensa and acuvail for three weeks. Patient's visual acuity: visual acuity pre-op (pre-initial implant) 20/60. Visual acuity post-op (post-initial implant) 20/40. Visual acuity post-op (post-replacement). 20/30.